Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg). Bg value not provided. Resulting in the customer losing consciousness. Customer required assistance regaining consciousness from paramedics. Once conscious, customer declined further assistance from paramedics. Recommendation was made to consult with a healthcare provider to discuss diabetes management.